Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts arranged for the customer to receive a replacement pump with updated software, and instructions were provided for returning the problematic pump. The customer will use mdi therapy to ensure insulin delivery continues uninterrupted until the replacement arrives.